Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The pump was exchanged on (B)(6) 2015 due to thrombosis. Post-exchange, the patient required right ventricle percutaneous pump support. He was slowly weaned off of vasopressors and became more hemodynamically stable. On (B)(6) 2015, the patient underwent a tracheotomy due to the inability to wean off the endotracheal tube. The patient's central venous pressure and pulmonary artery pressures were increasing. The patient was neurologically obtunded without sedation, and was still on continuous renal replacement therapy (crrt). The crrt line clotted off, and the patient starting having ventricular tachycardia and ventricular fibrillation rhythms with resuscitation measures. High pump power spikes were noted. It was suspected that there was likely thrombosis of the pump, but it was not confirmed. The patient's family elected to withdraw support and the patient expired on (B)(6) 2015.

Manufacturer narrative:
The pump exchange was reported under medwatch MFR# 2916596-2015-01050. Approximate age of device - 29 days. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. .

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history record revealed the device met applicable specifications. A correlation between the suspected pump thrombosis was unable to be confirmed. The instructions for use lists device thrombosis, neurological dysfunction, renal failure, cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.